Event description:
On february 5 an amazon customer commented the product was not accurate. A customer started experiencing symptoms on friday and tested twice on the following wednesday. Both tests were negative. The user still felt unwell by sunday and went to doctor, and the result was positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.